Manufacturer narrative:
Concomitant: product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. Product ID 3387-40, lot# j0527324v, implanted: 2005-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 748295, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 3387-40, lot# j0527324v, implanted: 2005-(B)(6), product type lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the electrode impedances were measured and were all within the normal range. When the rep attempted to measure the therapy impedance, the implantable neurostimulator (ins) went back to the "main select device screen." When re-interrogated the ins produced an error code. The clinician programmer showed a 0x0008 low voltage power on reset (por) code. The por was cleared successfully. The rep noted that the patient was scheduled to see his physician for normal battery replacement. There were no associated symptoms. The patient's indications for use were essential tremor and movement disorders. The exact cause of the por and ins going to the select device screen was unclear, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-21056 as the patient had two inss and it was not specified which one was at fault.